Manufacturer narrative:
(B)(4). H6: adverse event problem- additional.

Event description:
Additional h6 code.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on 02/26/2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.